Event description:
During a remote follow-up, episodes of far-field r-wave oversensing causing inappropriate automatic mode switch (ams) were observed on the device. The device was then reprogrammed to resolve the event. The patient is stable with no consequences.